Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer was unable to finish troubleshooting at the time of the event but planned to perform a cartridge change. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.